Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that, during an arterial puncture using this device, when removing the needle, the white catheter leaked at the level between the clear part, and the white part. There was no clinical consequence for the patient. The full device was removed, and was replaced by a new one. The condition of the patient is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one opened radial artery catheterization set for evaluation. The catheter was returned separated from the needle/guide wire assembly. The sample contained obvious signs of use in the form of biological material. After the catheter failed functional testing, the catheter was microscopically examined. A small hole was detected adjacent to the luer hub. The damage observed was consistent with the needle bevel catching and puncturing the catheter material during removal. The total length of the catheter body measured to be 1.54" which is within specifications of 1.514- 1.554" per product drawing. The outer diameter of the catheter body measured to be 0.046" which is within specifications of 0.041-0.051" per product drawing. The inner diameter of the proximal end of the catheter body measured to be 0.034" which is within specifications of 0.031-0.041" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was flushed using a water-filled lab inventory syringe. Water leaked from a small hole adjacent to the luer as well as the distal tip of the catheter. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not reinsert needle into catheter to minimize risk of catheter damage." The customer report of a catheter leak was confirmed by functional testing of the returned sample. The catheter contained a small hole adjacent to the luer hub with damage consistent with the needle bevel catching and puncturing the catheter material during removal. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received and the customer report that the damage was found when removing the needle, unintentional user error (contact with sharps) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: during an arterial puncture using this device, when removing the needle, the white catheter leaked at the level between the clear part and the white part. There was no clinical consequence for the patient. The full device was removed and was replaced by a new one. The condition of the patient is reported as fine.